Manufacturer narrative:
The unit was not returned for eval. It is not possible to verify an assignable cause without evaluating the alleged complaint unit. Insufficient info for a complete investigation. The DHR for microtip lot 17013-09 was reviewed and showed that the units met mfg specs when released and there were no issues related to the complaint. (B)(4).

Event description:
The handpiece primed and tested successfully. Once the needle tip was introduced into the tendon, and the foot pedal activated, there was no energy delivered to the handpiece.